Event description:
Information was received indicating that this ambulatory infusion pump exhibited battery depleted alarms. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the pump event log noted that "battery depleted" events were recorded. Functional testing included use testing. The pump was powered on with a cassette attached and the start button was pressed and the pump alarmed "battery depleted." It was found that the current from the pump motor was excessive. It was also found that the ground shield was partially lifted. The motor and the ground shield were replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump motor and the ground shield.